Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a colonoscopy procedure for polyps performed on (B)(6) 2024. During the procedure, the clip had difficulty disengaging from the catheter, and when the assistant squeezed the handle to deploy, it broke. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip difficult to release from the catheter.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip difficult to release from the catheter. Block h11: investigation results. The returned resolution 360 clip was analyzed, and it was found that the device returned without the clip assembly and with evidence of full deployment. Also, the device returned with the control wire cut on the handle section. Also, the customer provided a picture that shows that the control wire was detached from the handle. No other problems with the device were noted. The reported event of clip difficult to release from the catheter was not confirmed. Investigation found that the device returned without the clip attached and with evidence of full deployment. In addition, the device was returned without the outer sheath. The investigation findings and all information available do not lead to a clear conclusion about the cause of the reported adverse event. Therefore, the most probable root cause is cause not established.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a colonoscopy procedure for polyps performed on (B)(6) 2024. During the procedure, the clip had difficulty disengaging from the catheter, and when the assistant squeezed the handle to deploy, it broke. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event.